Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient has a backup battery (ebb) fault. The system controller had been exchanged twice.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange due to backup battery fault alarms was unable to be confirmed. The heartmate 3 system controller was not returned for analysis, and no log files were submitted for review. Multiple good faith efforts were sent asking when the system controller was exchanged, if any log files are available and if the serial number of the system controller can be provided. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed due to no serial number being provided for the heartmate 3 system controller. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.